Manufacturer narrative:
(B) (4). High ventricular lead impedance & open rv & svc continuity tests. The device is scheduled for explantation; therefore, the analysis is pending.

Event description:
During a follow-up, the ventricular lead impedance was >3000 ohms and the rv & svc coil continuity tests were open. A recommendation was requested from the manufacturer. The manufacturer recommended x-rays and a re-intervention to check proper operation. On (B) (6) 2010, a re-intervention was performed, the v. Lead (biotronik) was checked and the impedance was still high and the continuity tests were open. It was decided to explant this ICD and the v. Lead, due to heart failure issues which is scheduled for (B) (6) 2010 and will be replaced with a bi-v system.

Event description:
During a follow-up, the ventricular lead impedance was >3000 ohms and the rv & svc coil continuity tests were open. A recommendation was requested from the manufacturer. The manufacturer recommended x-rays and a re-intervention to check proper operation. On (B) (6) 2010, a re-intervention was performed, the v. Lead (biotronik) was checked and the impedance was still high and the continuity tests were open. It was decided to explant this ICD and the v. Lead due to heart failure issues which is scheduled for (B) (6) 2010 and will be replaced with a bi-v system.

Manufacturer narrative:
High ventricular lead impedance & open rv & svc continuity tests. The device is scheduled for explantation; therefore, the analysis is pending. Since the device was not returned, the files from the programmer were reviewed. The files were reviewed but no evidence was found suggesting the measurements would be erroneous or inadequate. The ICD was removed (B) (6) 2010, lead capped and a new bi-v system was implanted. (B) (4): device was not returned.